Event description:
It was reported that a patient experienced peritonitis manifested by turbid peritoneal dialysis fluid and abdominal pain coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapies were ongoing. The patient was recovered from the event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).